Event description:
The nurse was attempting to don an isolation gown. They noted the right arm of gown where sleeve meets shoulder was sewn closed, so they were unable to place their arm in the sleeve of the gown. We checked several other gowns from this lot and the same issue was noted.